Manufacturer narrative:
The sodium electrode serial number was (B)(6) with an expiration date of 07-may-2026. The potassium electrode serial number was (B)(6) with an expiration date of 26-may-2026. The ise indirect na-k-cl for gen.2 electrode serial number was (B)(6) with an expiration date of 01-apr-2026. The customer indicated that they were having difficulties with calibration and qc. The customer also stated that they observed an alarm, indicating a probable contamination issue with the sample probe. The field service engineer found that the sample probe was contaminated and the ise bath was defective. He cleaned the dilution cup and performed a reproducibility test. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit. The investigation determined that the cause was due to a mechanical issue.

Event description:
We received an allegation of questionable sodium electrode, potassium electrode, and ise indirect na-k-cl for gen.2 results for 3 patients¿ samples tested on a cobas pro ise analytical unit. Sample 1: (B)(6): initial result: 155 mmol/l. Repeat result: 132 mmol/l. (B)(6): initial result: 4.2 mmol/l. Repeat result: 3.6 mmol/l. (B)(6): initial result: 83 mmol/l. Repeat result: 96 mmol/l. Sample 2: (B)(6): initial result: 151 mmol/l. Repeat result: 134 mmol/l. (B)(6): initial result: 85 mmol/l. Repeat result: 99 mmol/l. Sample 3: (B)(6): initial result: 96 mmol/l. Repeat result: 101 mmol/l. The initial results were not consistent with the patients' previous results, prompting the repeat of the samples. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.